Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and self test. No battery alert noted during testing. The device received with missing retainer ring and reservoir tube lip o-ring. The device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected battery power loss alarm. Customer's blood glucose value was unknown at the time of the incident. No troubleshooting was performed as the pump did not switch on. Customer will return device for analysis.